Manufacturer narrative:
Additional data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. This complaint is not reportable due to staar is not the manufacturer of the device. Staar is the distributor of the device and the complaint will be reported to ast. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens would not deploy properly. A backup lens was implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).